Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 of the bd maxguard pressure rated extension set with y-site flow issues. The following information was provided by the initial reporter: they are reporting that the proximal port will not flush.

Event description:
It was reported that 3 of the bd maxguard pressure rated extension set with y-site flow issues. The following information was provided by the initial reporter: they are reporting that the proximal port will not flush.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the sets would not flush could not be verified due to the product not being returned for failure investigation. A device history record review for model mx5301 lot number 23039080 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.